Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer)the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Applicable patients: do not use in patients who are or have been allergic to natural rubber latex the device was not returned.

Event description:
It was reported that the catheter fell out of the patient on the day of use.